Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), autoimmune disorder ("autoimmune disorders"), genital haemorrhage ("abnormal bleeding") and post procedural haemorrhage ("postoperative hemorrhage") in a 40-year-old female patient who had essure (batch no. 762415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cramp in lower abdomen. Previously administered products included for an unreported indication: depo provera and loestrin. Concurrent conditions included hypertension, meniscus tear, coughing, sneezing and anemia. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy), surgery (to remove the essure) and surgery (found to have separation of vaginal cuff which surgeon repaired). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, autoimmune disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache, post procedural haemorrhage and abdominal pain lower outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, perforation, post procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical drug, historical condition, concomitant disease and laboratory data were added. Added suspect drug inaction and lot number. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia (painful sexual intercourse), fatigue, migraines/headaches, postoperative hemorrhage and lower abdominal pain. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2015). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), post procedural haemorrhage ("postoperative hemorrhage"), haemorrhage ("acute blood loss") and autoimmune disorder ("autoimmune disorders") in a 40-year-old female patient who had essure (batch no. 762415 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Previously administered products included for an unreported indication: depo provera and loestrin. Concurrent conditions included hypertension, meniscus tear, coughing, sneezing, acute post hemorrhagic anemia, abdominal pain, hot flushes, irritability, loss of energy, night sweats, urine incontinence and uterine mass. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and haemorrhagic anaemia ("anemia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy and found to have separation of vaginal cuff which surgeon repaired). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, post procedural haemorrhage, haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache, abdominal pain lower and haemorrhagic anaemia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, post procedural haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: results: mass in posterior uterine body, probably a fibroid. Endometrium could not be visualized.. Ultrasound scan vagina - on (B)(6) 2010: results: essure observed in correct area of the tubes. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain. Menorrhagia and genital haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events- "acute blood loss, anemia" added from pfs. Event "perforation" was recoded to "uterine perforation" and "fallopian tube perforation". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), post procedural haemorrhage ("postoperative hemorrhage") and autoimmune disorder ("autoimmune disorders") in a 40-year-old female patient who had essure (batch no. 762415 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cramp in lower abdomen. Previously administered products included for an unreported indication: depo provera and loestrin. Concurrent conditions included hypertension, meniscus tear, coughing, sneezing and acute post hemorrhagic anemia. On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2010, the patient experienced fatigue ("fatigue"). On (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy), surgery (to remove the essure) and surgery (found to have separation of vaginal cuff which surgeon repaired). Essure was removed on (B)(6)2016. At the time of the report, the perforation, device dislocation, genital haemorrhage, post procedural haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache and abdominal pain lower outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, perforation, post procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is no valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation'), device dislocation ('migration'), genital haemorrhage ('abnormal bleeding'), post procedural haemorrhage ('postoperative hemorrhage'), haemorrhage ('acute blood loss') and autoimmune disorder ('autoimmune disorders') in a 40-year-old female patient who had essure (batch no. 762415 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Previously administered products included for an unreported indication: depo provera and loestrin. Concurrent conditions included hypertension, meniscus tear, coughing, sneezing, acute post hemorrhagic anemia, abdominal pain, hot flushes, irritability, loss of energy, night sweats, urine incontinence and uterine mass. Concomitant products included cetirizine hydrochloride (zyrtek). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced migraine ("migraines, migraine/ headache") and headache ("headaches"). In (B)(6) 2010, the patient experienced haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and blood loss anaemia ("anemia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and incision site complication ("internal stitches burst through the tissue of my upper vaginal canal that required an additional surgery to repair"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy and found to have separation of vaginal cuff which surgeon repaired). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, post procedural haemorrhage, haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache, abdominal pain lower, blood loss anaemia and incision site complication outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, autoimmune disorder, blood loss anaemia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage, headache, incision site complication, menorrhagia, migraine, post procedural haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: results: mass in posterior uterine body, probably a fibroid. Endometrium could not be visualized. Ultrasound scan vagina - on (B)(6) 2010: results: essure observed in correct area of the tubes. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain. Menorrhagia and genital haemorrhage. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received. Reporter's information was updated. Added event internal stitches burst through the tissue of my upper vaginal canal that required an additional surgery to repair. Concomitant drug was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), autoimmune disorder ("autoimmune disorders") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.